Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup (eic) on the unicel dxc 600i synchron access clinical system was leaking intermittently. Customer reported that the total bilirubin/hdld was failing calibration. Customer reported that erroneous results were not generated. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed an obstruction from the eic which was causing overflow from incomplete draining. The fse replaced auto gloss pump tube and check valves which were causing probe motion errors and smart module errors. The fse verified that the repair was performed per established procedures.